Event description:
It was reported that post stenting index procedure of the mid right coronary artery (mrca) the patient experienced unspecified issues and a revascularization was performed to the native lesion of the mrca on (B)(6) 2014. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant: estimated. The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effect of restenosis is a known potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.